Event description:
Reporter stated that patient was exhibiting symptoms of hypoglycemia (dizzy, incoherent, and combative). Based on patient's symptoms, reporter phoned emergency medical services for assistance. Upon their arrival, an unspecified time later, patient's blood glucose was measured on the paramedics' device with a result of 29mg/dl. Reporter stated that patient was treated with glucose. Following treatment, patient's blood glucose was measured, using the paramedics' device, with a result of 140mg/dl. Patient's blood glucose was immediately retested, using the advantage system, with a result of 425 mg/dl. No additional treatment was received. Reporter did not provide the location where the hypoglycemic event occurred. Reporter stated that quality control testing had been performed on the advantage system and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.